Event description:
Pt reported that device adapter was loose, which caused air bubbles to develop in the insulin cartridge and infusion set tubing. Pt reported that their blood glucose was high (>200 mg/dl) as a result of this event. No treatment was received.